Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded shock lead impedance (sli) values high, out of range. Lead trends show all right atrial and right ventricular leads amplitude and impedance values trending up in same pattern. The health care professional states patient recently started radiation treatment and it was suspected that this could be the origin of the trending in all values. Prior to the treatment, lead values and trend for sli were stable, within range. The ICD remains in service. No adverse patient effects were reported.